Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2010. (Patient ID and weight are unknown) according to the complainant, the cervix was difficult to dilate, yet the sheath was introduced into the cavity successfully. The uterus was highly retroverted, and the resulting high angle position of the sheath prevented a tenaculum stabilizer from being used. After five and a half minutes of ablation, with zero ml fluid loss, the cervix seemed to contract and push the sheath out (without warning). The machine was immediately shut off, but due to the exit of the sheath, hot saline from the uterus spilled out of the cervix and onto the posterior vaginal wall, labia and perineum causing burns. The burns were treated with cream. Additional follow up information reported the physician administered the medication zoladex to the patient to reduce the endometrial lining of the uterus, prior to the hta procedure. The patient had a small, retroverted uterus which caused the sheath to be positioned at an almost vertical angle. The patient sustained three total burns. The first burn was located between the posterior vaginal wall and the perineum, and two additional burns located on each side of the labia. The first burn, located between the posterior vaginal wall and the perineum, was approximately 5-6 cm in size. The two burns to the labia were approximately 2 cm each in size. The severity of the burns is unknown. The specific type of cream the physician applied to the burns is unknown. There were no further complications reported with this event and the condition of the patient is reported to be fine. An additional attempt has been made to obtain patient follow up details with no response from the clinician.